Event description:
It was reported that during an implant procedure, the pacemaker went into backup operation. The backup status report did not print the model or serial of the pacemaker. The pacemaker was not implanted and replaced. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset. The device was tested on the bench and indicated device battery voltage at begining of life. After reloading the product code, electrical and mechanical tests indicated that the device exhibited normal functionality. Device was monitored under the load for more than a week and the backup vvi could not be reproduced. The cause of the bvvi remains undetermined.